Event description:
It was reported to boston scientific corporation that during a procedure (procedure name unknown) using a capio open access suture capturing device, the suture carrier detached and was contained within the capio device. The procedure was completed with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.